Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture." The device remains implanted.

Manufacturer narrative:
Device photos received for analysis.

Event description:
Patient reported, right side "rupture". The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, right side "rupture". The device remains implanted.

Event description:
Patient reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as surgical damage. As per the investigation procedure particle and crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "rupture." The device has been explanted.